Manufacturer narrative:
(B)(4). Report source; foreign: the event occurred in (B)(6). It was initially reported the device would be returned and the evaluation is therefore anticipated. However, the device was not returned for evaluation at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the screw fractured during primary insertion. No delay to surgery or serious injury was reported. No further information has been made available.

Manufacturer narrative:
Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history review determined that no further action(s) is/are required. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a hip arthroplasty procedure, the screw fractured while trying to fix the acetabular cup. Patient did not retain any foreign bodies, and the surgery was successfully completed without delay. No further information has been made available.